Event description:
It was reported that a pump was powered off and immediately powered on without user input. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm that the pump will power on without user input. When the device is plugged in to the ac power, the pump will power on and enter sleep mode as designed. A malfunction that would allow the pump to power on without user input was not identified.